Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number pc-001037930 has two reports: (1) manufacture report number # 2029046-2022-00036 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) importer report number # 2029046-2022-50001 product code m490007 (smartablate¿ system rf generator (us)).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us) on (B)(6) 2021 and the patient suffered esophagus fistula, cerebrovascular accident and subsequently died. It was reported that during an afib case, the patient suffered an esophagus fistula and subsequently died on (B)(6) 2021. The patient did not begin to show any signs or symptoms of a complication until a month after the procedure. The patient was complaining of worsening shortness of breath (sob), fatigue, and weakness around (B)(6) 2021 & (B)(6) 2021. An initial echo and computed tomography (CT) showed no major issues. A second CT with contrast was done on 5-oct-2021 that showed air/potential clot in the left atrium and also right around this time the patient stroked. In the weeks following the patient did not show any signs of improvement and died of hypovolemia on (B)(6) 2021. The physician¿s opinion on the cause of death was that the patient officially died from complications centered around hypovolemia during hospice. The patient had been showing worsening sob, weakness, and fatigue about two weeks before his death and also had a stroke around (B)(6) 2021. The doctor thinks while not his direct cause of death, the atrial esophageal fistula and symptoms were related to the patient¿s worsening condition and eventually death. The correct catheter settings were selected on the smartablate generator parameters were in power control mode, temperature cut off at 40 degrees celsius. 50 watts for 10 seconds. No perforation was noted during the a-fib case so no details related to temperature, impedance and power at the time of the perforation are available. No error messages observed on biosense webster equipment during the procedure. Modalities used to prevent esophageal injury included a temperature probe. The esophageal injury was confirmed via a CT with contrast over a month later from procedure date. The pump was switching from low to high flow during ablation. The carto® 3 system did not indicate to re-zero the catheter. Force visualization features used included graph, dashboard, vector, and visitag with the visitag module parameters for stability range of 3mm for 3 seconds time and force over time (fot) of 3 grams at 25%. No additional filter was used with the visitag. Color options used prospectively were average force with custom set to 5-8g.